Manufacturer narrative:
Friction/resistance was felt while releasing the smart control stent, and the stent jumped forward and was placed well beyond the target lesion. The locking pin had been in place during advancement toward the lesion and was removed before attempting to deploy the stent. The handle of the stent delivery system was held flat and straight outside of the patient. The device was stored, handled and prepped according to instructions for use. Another new smart control was delivered and the target lesion was fully covered. There was no reported patient injury. The target lesion was in the left common iliac artery and was described as mildly calcified and moderately tortuous with an 80% stenosis. It is unknown if, as the IFU advises, the user advanced the stent delivery system past the lesion site and then pulled back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. The IFU also states to verify that the delivery system's radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion, to ensure that the introducer sheath does not move during deployment and remove the locking pin from handle. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue turning the tuning dial until the distal end of the stent obtains full apposition with the vessel wall. Only the initial 40 mm of the stent may be unsheathed using the tuning dial. This should prevent pre-mature deployment/jumping forward of the stent during deployment. It is unknown whether any unusual force applied during deployment of the stent. An internal cordis investigation revealed that pushing the sds against resistance can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping with the locking pin still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. There is not enough information to draw a definitive clinical conclusion between the device and the reported event; however, procedural factors may have impacted the event. One non sterile unit of smart control 10x30 mm was received coiled in a plastic bag. Stent and locking pin were not received. Outer sheath was kinked at 4.5cm and 12.9 from ID band. Blood residues were observed at handle and stop location. No other anomalies were found. The usable length of the stent delivery system (sds) was measured and it was found acceptable. The deployment process was completed without the stent and no anomalies were found, outer sheath was retracted several times with no resistance felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the kink condition found during the visual analysis could be due to the coiled condition of the unit received for analysis. Since the stent was not received, and there were no anomalies found during the functional analysis the deployment difficulty-inaccurate placement, reported by the customer was not confirmed and there were no anomalies found during the functional analysis. Neither the DHR review nor the analysis suggests that the failure could be related to the manufacturing process of the product; therefore, no corrective / preventive actions will be taken at this time.

Event description:
Friction/resistance was felt while releasing the 10 x 30mm smart control stent, and the stent jumped forward and was placed well beyond the target lesion. The smart control locking pin had been in place during advancement toward the lesion and was removed before attempting to deploy the stent. The handle of the stent delivery system was held flat and straight outside of the patient. The device was stored, handled and prepped according to instructions for use (IFU). Another new smart control (10 x 40mm) was delivered and the target lesion was fully covered. There was no reported patient injury. The target lesion was in the left common iliac artery and was described as mildly calcified with 80% stenosis. The reference vessel was moderately tortuous.